Event description:
It was reported that the patient's generator was replaced prophylactically. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
A review of the generator's internal data verified premature battery depletion. The generator's voltage indicated that the generator had 11-25 % of its battery life remaining; however, this is inconsistent with the % battery consumed value of 19.744%, which indicates that around 80% of the battery life should be remaining. There is no indication of exposure to electrostatic discharge or electro-cautery per the minimum voltage in the internal data. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. As received, the generator was at near end of service yes condition (neos=yes). A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegation of premature end of life. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator battery reached the 25% remaining battery status quicker than expected. It was also reported that the patient had a surgery or procedure that may have used electro-cautery. The device history records of the generator were reviewed, and indicated that the device was subjected to laser routing during the manufacturing process, which could have caused the generator battery to depleted prematurely. A battery life calculation was performed to estimate remaining battery life and the results did not estimate that the device would have reached low battery at this time, based on the available data. Data from the patient's device was reviewed and premature battery depletion was identified. However, the causation and when the premature depletion began was unable to be identified as data was only reviewed from one date. No further relevant information has been received to date.